Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt had undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence, internal sphincter deficiency of the bladder, and post hysterectomy prolapse procedure (s) performed: anterior and posterior intravaginal sling tunneler and posterior repair with graft mesh (ivs tunneler and veritas) revision surgery details: reason for surgery: mesh erosion after suburethral sling procedure (s) performed: excision of sling and revision of mesh complications post implantation: mesh erosion after suburethral sling mesh revision surgery: (B)(6) 2007 ¿ underwent excision of sling and revision of mesh for mesh erosion after suburethral sling under general with endotracheal anesthesia complications post revision: burning of vagina, urge incontinence, leakage with cough, laugh and sneeze,

Manufacturer narrative:
(B)(4).